Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst noted the lead was returned with the guidewire stuck inside the lead and could not be removed. Visual inspection found that the guidewire tip kinked inside the lead tip nose. There was guidewire coating appeared on the lead conductor located at lead connector leg, and the lead proximal end-within 20 cm. With the guidewire inside of the lead, the lead looked slightly bent at distance 64 cm views as received. Destructive analysis was performed, removed the guidewire from lead, the lead looks fine, no bent. But the guidewire kinked was confirmed. The guidewire coating visible on conductor could be caused during implant procedure when the implanter try to insert or withdrawn the kinked guidewire into lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead was attempted to be placed in the coronary sinus and was ¿bent¿ or damaged according to the implanter. A new lv lead was placed. No patient complications have been reported as a result of this event.